Event description:
The customer reported to olympus, the colonovideoscope could not get water or air through the lower channel. The issue was found during a diagnostic colonoscopy procedure. There were no reports of patient harm. There was no delay to the procedure. There was no medical intervention required. The procedure was completed with a similar device. It was observed that during the device evaluation, the colonovideoscope exhibited foreign material in the nozzle.

Manufacturer narrative:
The device was returned to olympus for evaluation. In addition to the malfunction reported in section b5 the following findings were discovered; the objective lens adhesive had peeling and a pinhole, the light guide lens had two cracks, the bending section cover adhesive had a crack, the nozzle adhesive was removed, the insertion tube had discoloration, the air/water supply tube had no flow and the blue mark was missing, the red mark was missing from the suction flow tube, the light guide tube was discolored, the labels were not properly affixed to the device, the insertion tube insulation was replaced, the angulation was out of specification, the control knob play was loose in the up/down and right/left direction, the plastic distal end cover had scratches, and the insertion tube was chipped and discolored. The customer could not identify the foreign material. The customer cleaned, disinfected, and sterilized the device before returning it to olympus. There was no delay in the start of precleaning. The customer flushed the air/water nozzle with air, water and detergent solution. The customer wiped/brushed the air/water nozzle with clean lint-free cloths, brushes, or sponges. There were no abnormalities in the accessories used for reprocessing. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigations, the event was confirmed. It could not be specified what the foreign material was nor the root cause of the remaining foreign material. The foreign material may not have been removed since the reprocessing was not conducted properly per instructions for use (IFU). It was confirmed that the section of the device with the foreign material residue had no deformation. Performance of reprocessing on the device was secured in the reports by reprocessing appropriately in accordance with instructions for use (IFU/cleaning/disinfection/sterilization). There was no report that the device was used for procedure while the event occurred. The suggested events can be detected and prevented by handling the device in accordance with the following instructions for use (IFU): detection: inspection of the air-feeding function. Inspection of the objective lens cleaning function. Prevention: reprocessing the endoscope (and related reprocessing accessories). A definitive root cause cannot be determined. Olympus will continue to monitor field performance for this device.